Manufacturer narrative:
The suspect sample and a reserve sample of the same lot, 30281, was examined for physical attributes. Both samples were within specification. A review of the compounding and packaging batch records was performed and no incidents were identified that could be related to the complaint issue. A root cause for the complaint issue could not be determined based on the evidence gathered during the investigation. The product was determined to be performing as expected.

Event description:
Consumer claims the equate super hold denture adhesive caused his neck to become very sensitive, and he developed a very severe headache that wouldn't allow him to sleep. He stated that he would be seeking medical attention for his symptoms.